Event description:
It was reported that patient presented remotely via merlin.net. Upon review of the transmission it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-sensed t-wave oversensing. The patient was in stable condition.